Event description:
A malfunction alarm was reported with code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and the customer successfully reset it without the malfunction recurring, allowing the customer to continue using the pump while being advised to report any further issues.